Manufacturer narrative:
(B)(4). (UDI): n/a. Foreign-(B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during circulated stock that the sterile packaging was crushed.

Manufacturer narrative:
UDI- (B)(4). Complaint sample was evaluated and the reported event was confirmed. The returned product was visually inspected and the reported event confirmed sterile package was damaged. DHR was reviewed and no discrepancies were found. The root cause of the reported event is likely to be due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.